Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. In the course of the analysis a fracture of the conductor coils were found 48 cm proximal to the lead tip. This damage can be considered the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - lead impedance abnormality was noted through hm. Pacing failure occurred and lack of sensing was noted. Lead extraction is planned for the near future.